Manufacturer narrative:
Philips received a complaint on the patient information center ix indicating that there was a death case, and the asystole was recognized too late due to no alarm or a missing alarm. The customer stated that the alarm started approximately 15 minutes too late. Upon the asystole alarm, the patient was resuscitated, then later crashed again and then, resuscitation was unsuccessful. The field service engineer (fse) went onsite and checked the system in ward l3 with the telemetry mx40 by means of simulator and checked various ECG patterns. The fse found that the telemetry transmitter and the system worked perfectly according to manufacturer specifications and could continue to be operated. The fse collected the logs for review. The complaint was escalated for technical investigation. The provided strips and associated logs were reviewed by a business unit clinical product specialist. Hr alarm limits were 180 and 40, which means that yellow level alarms would not sound until the hr is >180 or <40. Vtach criteria is hr 150 and pvc 9. This means that for vtach to be announced, the hr has to be 150 or > and 9 consecutive pvc's in a row. The strips show that the f lead was off (it is unknown for how long), the arrhythmia algorithm only had one lead of ECG to process. St, ste, qt, respiration, and pulse measurements were off, so other measurement alarms were not possible. Spo2t was not measured on the strips provided. The strips provided indicate beats labeled both n and v. It is unlikely that all the v beats are actual beats or pvc¿s. Because the beats were as tall as the qrs and considered early based on the r-r interval, they were labeled v which generated a high hr alarm. At this point, the lead off condition could have been restored and optimized for arrhythmia monitoring by choosing a different lead or performing a relearn. Alarm strip yellow hr 185>180 at 07:34:59, the arrythmia beat labels n and v labeling the p waves between the qrs complexes as they are as tall as the qrs itself. One of the strips provided (alarm strip labeled vtachy 07:50:28), a red vtachy alarm was generated further indicating there was patient deterioration, and assessment was needed. The regularity of the beats along with the amplitude allowed these to be counted. The audit log was reviewed, and it reveals that the user silenced the initial vtach alarm (7:50:28) in about 20 seconds and the subsequent vtach alarm (7:54:07) in about 36 seconds. The asystole alarm was generated at 8:06:06 followed by another vtach alarm at 8:07:23. In conclusion, the analysis found that some p-waves met the minimum detection threshold of 150 microvolts which in the absence of anything taller within the strip caused the algorithm to count these as valid beats which is behavior as specified per the standard. The widely set hr alarm limits prevented the very low and very high relative heart rate alarms from being escalated to red level alarms therefore these were yellow alarms. There were two v-tach red alarms which were silenced, and these occurred approximately 15 minutes prior to the asystole alarm. The product was working as configured and per specification. Based on the information available and the testing conducted, the device was functioning as intended and there is no malfunction of the device. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. The device remains at the customer site.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the patient information center ix did not generate an audible or visual alarm for ventricular tachycardia on (B)(6) 2023. The device was in use monitoring a patient at the time of the reported event. The patient went into asystole and passed away.